Event description:
Two incidents were reported regarding 5-fu using dosi-fuser on (B)(6) 2018and (B)(6) 2018. In both cases, the chemo was found to be leaking through the dosi-fuser. These incidences did not reach the designated patients as they were discovered by the infusion nurse at the clinic prior to administration.